Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. The serial number of the ventilator was not provided, therefore no device manufacturing date is available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer did not report any failure with the unit while connected to patient. Patient died while on ventilator.